Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2014 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten. A power loss was not duplicated. The battery compartment was intact. The black box dates from (B)(6) 2014. No "no power" events observed in black box. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. No "no power" events duplicated during investigation. There was no evidence of moisture or loose components inside pump. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.